Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the celect-pt filter was not fully expanded and significantly tilted into the inferior vena cava (ivc) wall. Noted during bilateral iliac venogram and an unsuccessful attempt to cross and treat a bilateral iliac occlusion. Unknown dwell time. The filter was not returned and no imaging was provided. Therefore, based on the information provided only the exact reason for the filter tilt during an unknown dwell time cannot be determined. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use. Improper deployment, manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter) and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval. Vena cava wall penetration/perforation and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. There are adequate controls in place to ensure that the type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. D4) catalog# is unknown but referred to as cook celect platinum filter. G4) PMA/510(k) k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter was significantly tilted in the patient into the wall of the inferior vena cava (ivc). The ivc and bilateral iliac were occluded. The physician attempted to cross and treat the iliac occlusion, but could not cross. He elected to end the procedure there. They never actually tried to retrieve the filter. The plan for any further intervention has not been confirmed. The physician also made the note that the filter was not completely expanded. This physician did not implant the filter. He did not know who placed the filter or when it was placed.